Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient developed a rash beneath the cgm sensor patch, which spread across the body within a few hours of insertion. The patient had a virtual consultation with urgent care and was prescribed a topical steroid medication (triamcinolone cream). Following treatment, the rash subsided, and the patient reported doing well at the time of this report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.